Manufacturer narrative:
Analysis was unable to perform displacement test due to missing retainer. The insulin pump was received with cracked case (battery tube), cracked battery tube threads, minor scratches on case, cracked select button keypad overlay, keypad overlay texture damage, battery cap contact missing, corroded battery tube and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer insulin pump had a damage on the insulin pump during battery change. The customer's blood glucose level was 6.7 mmol/l. The insulin pump was returned for analysis.